Manufacturer narrative:
Title a modified de novo insertion technique for catheter replacement in elderly hemodialysis patients: a single clinic retrospective analysis source journal of vascular access, volume 17, 2016 (506-511) article number: 6 date of publication online: 27 september 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to assess the effectiveness of a modified de novo insertion technique for replacement or catheter removal (tdc- tunneled cuff catheters). As the technique has not yet been studied comprehensively, retrospective study was performed to evaluate the safety and efficacy of de novo placed catheter without delay for catheter replacement in elderly hemodialysis patients. A retrospective review of 164 elderly patients was conducted during a period (84 patients in study group, as well as 80 patients in a control group) who had catheter replacement by guide wire exchange technique. All catheters were placed successfully. A total of 14 patients required catheter removal (4 in the study group and 10 in the control group). Among these, six were due to persistent inadequate blood flow.